Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Investigation is ongoing

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the issue, evaluation, and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.